Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On 06/24/2026, the patient was crying and complained of a headache. The parent observed that the dexcom cgm was displaying a glucose reading of 40 mg/dl. A fingerstick blood glucose (fsbg) test was then performed and resulted in 500 mg/dl. Due to the discordant glucose values, the patient was immediately taken to the emergency department (ed) for evaluation. At the ed, the patient received fluids and correction insulin (unspecified route); however, the reporter was unable to specify the exact fluid or medication administered. After several hours of observation and treatment, the patient was discharged home. At the time of the report, the patient was doing well. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.